Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced because device "no longer works due to wear and tear." No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced a malfunction with the inflatable penile prosthesis (ipp). The ipp was removed and replaced due to wear and tear with a new ipp. No patient complications reported.